Event description:
Label- damaged, iui- corrosion, misaligned, module latch- damaged/cracked, barrel clamp assy- damaged/cracked, carriage assy- tube drive bent, flange gripper- damaged/cracked, pca door- rear door damaged/cracked, pca door- hinge damaged, handle- damaged/cracked, barrel clamp assy- damaged/cracked, case rear- damaged/cracked, case front- damaged/cracked, pca door- lock damage, iui- damage- other, flange gripper- wiper seal damaged, (B)(6) 2018 07:09:26 (B)(6). Po for $529 approved by (B)(6) . Shipping & billing addresses confirmed. There was no patient involvement. (B)(6) 2018 13:03:51 (B)(6). (B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. No identified issues required escalation. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. This device was not previously returned for service. The database showed quality notification #: (B)(4) was opened for the device; correlation to the reported complaint could not be determined. Based on the file review, a global reportability assessment was not required. The customer stated that there was no patient involvement. No escalation was required per (B)(4).

Event description:
(B)(4).